Manufacturer narrative:
H11: five (5) devices and five (5) photo samples were received for evaluation. A visual inspection was performed on the photo samples, and small spots of particles in the sealed packaging of the products were observed. A visual inspection was performed on the actual samples, and particles of foreign matter in the sealed product packaging were observed. The first sample had a black spot on the spike housing and two black spot particulates enclosed int the packaging. The second sample had dark spots or fiber particulates on the spike housing. The third sample had fiber attached to the white connector. The fourth sample had a black spot embedded in the packaging film. The fifth sample had a black spot on the white connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in five (5) non-vented high-volume inlets. The pm was reported as ¿black spot on one device, black spot on one white connector, black fiber on interior of pouch of one, and a fiber on two¿. This was observed during setup. There was no patient involvement. No additional information is available.